Manufacturer narrative:
The referenced previous pump exchange in (B)(6) 2017 and recent external driveline repair were reported by the manufacturer under MFR mewatch report# 2916596-2017-01843 and 2916596-2018-05612, respectively. (Expiration date), (device codes): additional information. (Model/catalog number, UDI), initial reporter name, address, health professional: corrected information. Reportable event type updated. Per the user facility, the explanted pump will not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: during the routine clinic visit on (B)(6) 2018, interrogation of the patient's lvad system noted driveline fault alarms occurring in the previous 48 hours. The clinicians thought that this was consistent with the repair findings which did not demonstrate evidence of shield breakdown in the repaired portion of the driveline. It was thought that the patient has a device malfunction (internalized portion of driveline or device itself) that can only be repaired with a total device exchange. The patient had the same issue in (B)(6) 2017 requiring a device exchange thus the clinicians did not consider another pump exchange as an option. The patient was upgraded to status 2 on the heart transplant list and would remain hospitalized until transplant. On (B)(6) 2019, a heart from a donor became available and the patient was transplanted.

Manufacturer narrative:
Age of device: 1 year, 4 months, 1 day. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that device alarmed for driveline fault alarms. Patient was fatigued during the event. Controller was exchanged and the alarms resolved. However, manufacturer's technical services representative reviewed the log files from new controller and which indicated phase b degradation same as seen in the old controller. It is suspected that fault alarms would return. Additional information was requested but not received.

Manufacturer narrative:
Investigation summary: review of the log files provided by the account confirmed driveline fault alarms; however, a specific cause could not be conclusively determined through this evaluation. The submitted log files contained data from 16dec2018 through 27dec2018. Pump power, estimated flow, and average pi typically ranged from 4.3 to 6.5 watts, 3.4 to 6.5 lpm, and 2.4 to 7.3, respectively. The log file contained a pump stop event on (B)(6) 2018, associated with the previous driveline repair (see (B)(4)). It also showed continued driveline fault alarms throughout the duration of the log file following the repair. The log file following the controller exchange did not contain any additional driveline fault alarms, but did show continued degradation of phase b. No other atypical alarms were noted throughout the duration of the log files. Additional information was provided stating the patient was transplanted on (B)(6) 2019. The patient was upgraded on the transplant list status 2 due device issue. On a routine clinic visit on (B)(6) 2018, it was noted that the patient had at least 2 driveline faults in the previous 48 hours. Per clinic note, ¿this is consistent with the repair findings which did not demonstrate evidence of shield breakdown in the repaired portion of the driveline. Therefore, the patient has device malfunction (internalized portion of driveline or device itself) that can only be repaired with a total device exchange. We will therefore upgrade him to status 2 based on this criteria. He had the exact same issue in (B)(6) of 2017 requiring device exchange and therefore I do not believe this is an appropriate option for him. He will be hospitalized until transplant.¿ the device will not be returned for evaluation. The heartmate ii lvas IFU outlines indications of driveline wire damage as well as how to respond to such events. This document also addressed how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on the event.